Manufacturer narrative:
Product analysis #702452693: analysis information: the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Product ID: 3889-28, lot# va1havd, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Analysis information: analysis identified that the outer insulation of the lead was twisted. Analysis determined the lead was twisted. Analysis determined {all conductors broken/overstressed 4.9cm from the distal end of lead} conductor wire(s) {was//were} broken due to overstress/damage. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the patient was implanted with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. Product ID: 3889-28, lot# va1havd, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the patient was implanted with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy.

Manufacturer narrative:
Product ID: 3889-28, lot# va1havd, implanted:(B)(6) 2017, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as both; "a few months ago" (date unknown) and (B)(6) 2018. The main component of the system. Other relevant device(s) are: product ID: 3889-28 lead, serial/lot (B)(4), ubd: 02-jun-2021, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6)2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an trial device. It was reported that the patient fell on their buttocks ¿a few months ago¿ (date unknown) and damaged/fractured the lead. High impedances (>4000 ohms) were measured on all combinations of the electrodes. The patient also had a loss of therapeutic benefit following the fall. The patient requested the device be replaced asap. A surgical intervention was performed were both the ins and lead were then replaced on (B)(6) 2018. The issue was reported as resolved at the time of report. Additional information received from the patient on (B)(6) 2018 confirmed that their ins and lead were replaced on (B)(6) 2018. They reported there were no falls/trauma but they had lost 40 pounds and ¿it moved a bit¿ which was ¿potentially why it broke¿. This occurred in (B)(6) 2018. There were no further complications reported or anticipated.